Manufacturer narrative:
The reported events were failure to capture and a helix mechanism issue. The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix extended and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to retract and extend. The full helix extension length was measured within product specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited loss of capture. During the procedure, the ra lead had helix mechanism issue resulting in failure to extend and failure to retract the helix. The ra lead was explanted and replaced on (B)(6) 2025. The patient had no adverse consequences.